Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented to the hospital for a lead revision procedure. The procedure was to address cardiac perforation caused by the right ventricular lead. The lead was repositioned on (B)(6) 2021.